Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument to perform failure analysis. The sureform 60 stapler instrument was analyzed, and failure analysis investigation did not confirm the customer reported complaint. The instrument was placed on an in-house system and was found in a force expired state, which is the expected condition after the instrument was manually open. After reversing the force expired state for testing, the instrument was replaced and driven on the in-house system. The instrument passed initialization and moved intuitively with full range of motion in all directions. The instrument jaw opened and closed properly. The instrument was clamped and unclamped a total of four times each without any issues. Before the fourth unclamp, the instrument was fired without any issues. A review of the logs shows no errors.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the sureform 60 stapler instrument was used for a surgical task and the surgeon engaged the tissue and the instrument jaws did not open. The surgeon had to manually open the stapler instrument. Use of the stapler instrument was discontinued, and it was replaced with a backup instrument. The procedure was completed with no reports of patient injury.